Event description:
Imp ref #(B)(4).

Manufacturer narrative:
Gmk primary fixed pe tibial insert size 4, 10mm: code 02.07.0410sf / lot 133266 ((B)(4) items produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. 22 items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.